Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the occlusion mechanism was not locking into place. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to a pt as a result of this event.